Event description:
Patient was implanted with prodisc-c implants on (B)(6) 2010. Patient was returned to the hospital on (B)(6) 2012 for removal of hardware. No further information will be provided. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Additional narrative: removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc c technique guide specifically states "performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery." Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with "neck or arm pain of unknown etiology." The revision procedure in this case involved fusing the adjacent level. This means that the surgeon believed that some of the patients symptoms could have been coming from the adjacent level which may indicate that the original symptoms could have also been stemming from this adjacent level, indicating that this patient may not have been and ideal candidate for the prodisc c implant. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Additional narrative:the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment. All device history records and material records were reviewed and there are no nonconformities found.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Hospital for special surgery evaluated the device. Results are consistent with and do not impact previously reported investigation.